Manufacturer narrative:
Product analysis:visually confirmed the tip of the stylet is bent; unable to determine root cause of the foregoing event from the available information. A search of the complaint database did not identify any additional complaint returns with this part/lot# combination.

Manufacturer narrative:
(B)(4): device evaluation anticipated, but not yet begun.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty (bkp). Intra-op, a surgeon tried to insert a balloon in to the vertebral body but the balloon did not enter around tip of an osteo-introducer after all of preparation of hole including drill. The surgeon considered the possibility that contrast agent entered into the balloon and the balloon inflated so he deflated the balloon completely but it still did not enter. A spare balloon tried to be used at the procedure and it entered in to the vertebral body smoothly and the surgery was finished without any trouble. After the surgery, balloon that had been used at first was checked and it was found there was a deformation of the stylet. The surgical time was extended less than 15 min. No patient complications were reported. The surgeon commented that he did not recognize that he deformed the stylet during sugery and he considered it had been deformed at the beginning. Tip of the balloon was bent and unable to be inserted. It was replaced with new one. Dr.comment: it was originally bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.